Manufacturer narrative:
The device was returned to olympus and during inspection the following reportable malfunctions were identified: the universal cord and grip were sticky. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned for inspection and the body control unit and the grip were sticky.